Manufacturer narrative:
Additional information received by the customer has identified that this event has been already reported under 8043484-2020-02323. The new information confirms that this is a duplicate complaint, therefore, if further details are provided in future confirming the opposite, our files will be updated accordingly and a further report will be submitted outlining both events details and our investigations performed.

Event description:
It was reported that the pump did not send any alarms that the pump was not working. The pump continued to run and the dressing did not compress down on the patients wound. The wound continued to deteriorate and the patient had to be admitted to the hospital.